Event description:
Following total hip replacement surgery on (B)(6) 2015, the patient was experiencing pain in hip. Because of this, patient went back in to get an xray on (b)(64) 2015, and the xray revealed a foreign object between head and neck of stem. Surgeon went back in today to remove that object. When this object was observed on x-ray, it was believed to be the tip of the stem inserter. This was confirmed, as the instrument is missing the tip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event of tip breakage. The returned device was forwarded to depuy material science for evaluation ((B)(4)). The stem inserters were cyclically loaded in reversed bending, likely due to repeated slightly off-axis impactions in the two possible orientations, resulting in high stress low cycle fatigue crack initiations and propagation to failure. No evidence of material or manufacturing defects was observed that could have contributed to the failure of this component. Based on the performed investigation, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.